Manufacturer narrative:
E1. Initial reporter phone (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes hooked needle point and foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle foreign matter was found on the IV needle. This occurred with twenty (20) devices. There was no report of adverse impact to patients or users.